Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the primus ie caused a cardiac arrest during application of anesthetic agent. Both patients had to be reanimated.

Manufacturer narrative:
The following additional information was provided by the user: in addition to propofol and sufentanil, desflurane was used as a volatile anesthetic agent. The measured values (ventilation and gas measurement) displayed by the device were regarded as inconspicuous and plausible. The user assumes that an overdosing by the anesthesia device has taken place despite the inconspicuous measured values. Both patients have recovered completely from the bradycardia. The affected operation was started at 14:51 in the volume af mode. After connecting the patient, the device repeatedly alerted insp co2 high. Between 14:52 and 14:55, the measured desflurane concentration increased to 6.4% (insp) and 5.4% (exsp), respectively, corresponding to a mac of 0.9. The values for the etco2 fluctuated significantly between 17 and 48 mmhg during this time, the periodically measured values during this time do not indicate a relevant o2 uptake. The minute volume was constant at approx. 6.0 l / min. At 14:55, a brief changeover took place to pressure support mode (approx. 13 seconds) before ventilation was continued until 15:06 in volume af mode. During this period of time, the desflurane concentration dropped to 1.2% (insp and exsp), etco2 was stable at 48 mmhg and fio2 was around 60%. At 15:11 the case was finished with a change to standby. The logbook does not contain entries indicating a technical malfunction neither on the day of the event, nor in the recorded period prior to that. The evaluation of the separate logbook data of the patient gas measurement module (pgm) also did reveal any unexpected entries. Ventilation was stable, the measured values were plausible at all times. The agas values appear to be adequate, so that an incorrect dosage of the connected d-vapors is deemed unlikely. The returned primus ie was thoroughly examined. The verification of the metering accuracy of the gas mixer with regard to the individual gas metering as well as the fresh gas flow has not resulted in any deviations from the specification. Likewise, manual and automatic ventilation functioned without errors. Also the d-vapor was tested according to the dräger specification. No deviations, especially with regard to the anesthesia gas concentration, could be determined. Finally, the dosage accuracy of the d-vapor was tested in combination with the primus ie, without deviations from the specification. The evaluation of the data documented in the logbook, as well as the verification of the primus infinity empowered and the d-vapor, did not reveal any technical cause in connection with the reported bradycardia. The integrated gas monitoring provides the user with a permanent overview of the inspiratory and expiratory concentration of o2, co2 and especially agas. The measured values are not used for control purposes. Any incorrect dosage will be immediately obvious. Depending on the alarm limits set by the user, the primus ie will generate adequate visible and audible alarms are generated. All these alarms, their possible causes and remedial measures are described in the instructions for use.

Event description:
Please see initial-report.